Event description:
Thirty-nine months after the index procedure, the patient had urgent re-ptca of a lesion within 5mm of the previously implanted stent in the distal cx. There was no in-stent restenosis.

Manufacturer narrative:
This patient initially presented to the cardiac cath lab with angina (ccs2) and stenosis of the segments in the distal circumflex and in the proximal left anterior descending (lad) artery were found. The right coronary artery (rca) was also totally occluded but was not treated. Pre-procedure medications included beta-blockers, calcium antagonists, aspirin and clopidogrel. Percutaneous coronary intervention (pci) was performed on a 68% de novo, type b, lesion in the distal circumflex of 20mm in length in a 3.32mm vessel diameter. Pre-dilation was conducted with a 3.0x20mm at 14 atmosphere (atm) before deploying one 3.5x33mm cypher stent at 14 atm. Pci was performed next on the lesion in the proximal lad. Direct stenting was performed with a 3.5x18mm cypher stent at 14 atm. Post-procedure medications included beta-blockers, calcium antagonists, aspirin and clopidogrel. Cardiac enzymes were within normal limits post-procedure. The patient was discharged without any anginal complaints. The patient had several adverse events within the three years after the procedure, such as bladder obstruction, colonic polyps, benign prostatic hyperplasia, trochanteritis, pollakiuria, prostaatitis and chest pain. The patient was also hospitalized three years after the procedure for unstable angina, braunwald iiib. A stress test was conducted with negative results. Angiography was conducted and it was decided to do re-ptca of a de novo lesion situated in the proximal circumflex (cx) that was within 5mm of the previously implanted cypher stent in the distal circumflex. There was no in-stent restenosis. The ejection fraction was 65%. Ventriculography showed "hyperthropgy" of the left ventricle with limited "hypokinesy" posterolateral and lateral. No contrast reflux in left ventricle. There was also complete occlusion of the peripheral rca. There was chalk in projection of the proximal lad and the circumflex. The left main (lm) was more inconspicuous. After the 1st diagonal, the lad showed significant, long stenosis (70-80%). In the area of the 1st diagonal were diffuse changes. In the cx tandem stenosis was seen in the mid third and diffuse changes noted in several marginal branches. This product is not distributed in the united states. However, it is similar to the us distributed cypher sirolimus drug eluting stent. A male patient with a history of stable angina, hypertension, lumbar spine pain, bph, smoking and a family history of cad experienced peri-stent restenosis thirty-six months post cypher stent implantations. Initially, this patient was admitted with angina and underwent an angiogram that revealed lesions in his distal circumflex, proximal lad and rca. This patient's history puts him at increased risk for mace. Pre procedural medications included asa and plavix. The intra procedural administration of heparin or gpiibiiia and the performance or recording of acts was not reported. The distal circumflex lesion was described as de novo, type b, 68% occluded, 3.32mm in diameter and 20mm in length. The lesion was pre-dilated prior to the placement of a 3.50x33mm cypher stent at a maximum inflation pressure of 14atm. The treatment of this lesion was completed with a resultant timi flow of 3 and a residual stenosis of 0%. The vessel and/or lesion characteristics of the proximal lad lesion were not provided. The lesion was not pre-dilated prior to the placement of a 3.50x18mm cypher stent at a maximum inflation pressure of 14atm. The rca lesion was left untreated at this time. The patient was discharged from the hospital seven days later on medications that included asa and plavix. Seventeen months after the index procedure, the patient experienced moderate urinary frequency. This event required hospitalization and was reported to be unlikely related to his cypher stents. Twenty-two months after the index procedure, the patient was hospitalized with prostatic hyperplasia and mild chronic prostatitis. He had been treated initially with medications that had only lessened his pain. This was now treated with turp. No complications occurred during his surgery or hospitalization. He was discharged six days after his surgery. This event was reported to be unlikely related to his cypher stents. Thirty-four months after the index procedure, the patient was hospitalized with colonic polyps. This event was reported to be unlikely related to his cypher stents. Thirty-five months after the index procedure, the patient experienced moderate tendopathy in his right hip. This was treated with medication and was reported to be unlikely related to his cypher stents. Thirty-six months after the index procedure, the patient experienced intermittent stable angina. An urgent angiogram revealed an lvef of 65%, a de novo lesion in the patient's proximal circumflex that was within 5mm of the 3.50x33mm cypher stent previously implanted in the distal circumflex and a totally occluded rca (previously identified during the index procedure). The circumflex lesion was treated the next day with the placement of another cypher stent. Thirty-seven months after the index procedure, the patient experienced moderate urinary frequency and was hospitalized. This event was reported to be unlikely related to his cypher stents. The products remain implanted in the patient and are thus not available for evaluation. Restenosis is a known potential adverse event following stent implantation and is often associated with the progression of cardiovascular disease. There are patient factors that may have contributed to these events. The product was not returned for analysis. Device history record (DHR) review was conducted and the product met quality requirements for product acceptance.